Event description:
It was reported that the patient's system was removed because stimulation was no longer needed and patient desired an MRI scan. Patient injury of incisions was noted. The patient recovered without sequela from the operating room.

Manufacturer narrative:
Product ID 7495lz25, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID 7495lz25, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID 7435, serial# (B)(4), implanted: (B)(6) 2002, product type: programmer, patient. Product ID 3487a, lot# j0125641v, product type: lead. Product ID 3487a, lot# j0125641v, product type: lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.